Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that the patient had been compliant with follow up over the last 11 years with no aneurysm enlargement. On a current follow up it was noted that the aneurysm had gone from 4.0 to 5.5 cm in diameter. The physician could not determine if the aneurysm enlargement was from a type ii endoleak or a type iii endoleak, fabric. The physician relined the main body. The physician was unable to determine the cause of the event from the films. The patient will be monitored by the physician. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
The patient is doing well and the endoleak has resolved.